Event description:
It was reported that, the subject device had an image problem. The device displayed an unstable, a low-quality image and an image misalignment and inversion. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation was able to confirm the customer failure and determined the following cause: due to deterioration of coupler unit, the coupler rattles. Olympus assumes that the rattling results in an unstable image when an optic is attached. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted once the investigation has been completed and or additional information has been received.

Event description:
It was reported that, the subject device had an image problem. The device displayed an unstable, a low-quality image and an image misalignment and inversion. There were no reports of patient harm.